Event description:
It was reported that the fiber was not working, and it made a loud cracking/popping sound when the foot pedal was pressed. The fiber was detached and reattached, but the noise continued. There was no beam coming out from the fiber tip, and no visible impact to the stone was observed. The patient experienced an unspecified serious medical event. The fiber was changed, and the procedure could be completed as scheduled. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.

Event description:
It was reported that the fiber was not working, and it made a loud cracking/popping sound when the foot pedal was pressed. The fiber was detached and reattached, but the noise continued. There was no beam coming out from the fiber tip, and no visible impact to the stone was observed. The patient experienced an unspecified serious medical event. The fiber was changed, and the procedure could be completed as scheduled. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.